Event description:
Pt presented to office for pacemaker check without c/o. Device interrogation showed the unit in back up mode, cause unk. They were reprogrammed to ddd mode with usual follow-up done. This was discussed with tech. Services. The delay in reporting this to medwatch was that this seemed to be in isolated occurrence but have now had 1 additional pt with similar scenario and a 3rd pt found to be at 30 on 2 separate dates. ? Is this a trend with this device.